Manufacturer narrative:
Products used during the procedure consisted of prowler select plus microcatheter, shuttle sheath 6french guiding catheter, excelsior 1018 microcatheter, chikai guidewire, dcs orbit 3x6 coil, and v-track. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422126. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. The relationship to the enterprise vrd cannot be conclusively determined. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from (B)(4) study for patient with ID (B)(4) indicated that the day after the procedure with an enterprise vrd stent (enc452212), the patient had hemiplegia in the right superior limb. Cerebral infarction was observed by MRI in left middle cerebral artery area, the event was not treated. The recovery was confirmed approximately a month after the event. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. The saccular unruptured aneurysm measure at neck was 6.8mm, and the neck to sac ratio was 6.8mm/7.4mm, and the vessel (parasellar) proximal diameter was 3.2mm, and distally was 3.2mm. Medications given consisted of pre-procedure (B)(6) 2011- aspirin 100mg/day, plavix 75mg/day, intra-procedure (B)(6) 2011 heparin 10000 iu/day, (B)(6) 2011 slovastan 60mg/day. The act pre-procedure was 136 seconds and post-procedure was 288 seconds. A cd copy of the procedure is not available. No further information was available.